Event description:
It was reported that when implanting a dib00 intraocular lens (iol) which was correctly assembled, using the simplicity system, the lens was damaged while passing through the cartridge and ended up being implanted in the patient's left eye with a portion of one haptic and a portion of the optic zone cut off. The doctor noticed the damage upon examination under a microscope and had to perform an immediate explant. The doctor enlarged the incision and then had to suture it. A tecnis zcb00 26 diopter power size lens was then implanted. Due to the explant and suturing, there was an increase in surgical time. At the end of this first day, it did not appear that there was a rupture of the capsular bag, and no anterior vitrectomy was performed. However, on (B)(6) 2023, it was detected that there was vitreous in the anterior chamber, and a second procedure was scheduled for on (B)(6) 2023, to perform the anterior vitrectomy and place a new lens. On the planned date to do vitrectomy, the 2nd lens (tecnis zcb00) was also explanted due to capsular bag rupture, and finally, after the anterior vitrectomy, a non-johnson and johnson three-piece lens was implanted in the sulcus. The suspect products are not available because the doctor has discarded both of the explanted lenses. It was noted that the patient was well post-op, but the vision is not 100% restored as the incision had to be enlarged again for the removal of the second lens, causing two points to be slightly tight, which may be causing some deterioration in vision. However, it is expected that the vision will improve after the removal of the stitches. No other information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed / replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed / replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 (incision enlargement, sutures, unplanned vitrectomy). Section h6- health effect - clinical code 4581: no code available (incision enlarged). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product evaluation was performed on customer provided photographs. The photograph displayed a lens claiming to be the complaint lens in the patient's eye. Due to the quality of the photograph no issues could be identified. The complaint issue dc-haptic detached and dc-iol torn were not confirmed during product evaluation. As per complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.